Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex coronary artery. A 28 x 2.25 promus premier was advanced for treatment. However, while tracking down the lesion, the stent was damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device is a combination product. H6: device codes - added break, 1069. Updated b5: describe event or problem. Device evaluated by MFR.: promus premier ous mr 28 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a break situated at 25.8cm distal to the distal end of the strain relief. Additionally, multiple kinks were noted along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a kink on the polymer extrusion 1.8cm proximal of the exchange port. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex coronary artery. A 28 x 2.25 promus premier was advanced for treatment. However, while tracking down the lesion, the stent was damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that the target lesion was moderately tortuous and midly calcified and was predilated. While advancing, significant resistance were encountered. It was further reported that the target lesion was mildly tortuous and calcified. The hypotube break occurred during the procedure, while advancing the device.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex coronary artery. A 28 x 2.25 promus premier was advanced for treatment. However, while tracking down the lesion, the stent was damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that the target lesion was moderately tortuous and midly calcified and was predilated. While advancing, significant resistance were encountered.

Manufacturer narrative:
Device is a combination product.